Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage. It was also reported that the right ventricular (rv) lead exhibited a possible fracture, low impedance and insulation damage. The ra lead was repaired and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.